Event description:
It was reported that the external pulse generator (epg) had a pacing "failure" during use with a patient. The epg was sent for evaluation and service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies.